Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the device had experienced touchscreen failure. It is unknown if the device was in clinical use at the time of the event.

Manufacturer narrative:
G4: 05may2020. B4: 06may2020. The root cause was determined that indium tin oxide (ito) coater motor was not properly functioning at the supplier¿s supplier, allowing air in the airlock contaminating the sputtering chamber, which impacts the ito coating, causing hi-resistivity and ito instability over time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.